Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during rf procedure with heliostar balloon catheter patient expressed hemoptysis after left vain isolation. Procedure was stopped and patient received protamine. There was no known device problem reported. The source of bleeding was in nose and was preceded by heparin bolus. No other additional information is available.

Manufacturer narrative:
The device used in treatment. The device was not returned for analysis. The investigation was focused on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. There was no specific performance related device failure reported by the user. No further investigation is required. The device was not returned and there was no specific performance related failure reported by the user. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.